Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during a full system replacement  lead fragmented. Partially remain in patient¿s sacrum. The cause was unknown. Fluoroscopy was used to locate the lead. Hcp tried unsuccessfully to remove the fragmented lead.  No further complications were reported/anticipated at this time.